Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic lower anterior resection, the surgeon inserted the device from the trocar which was set to lower right abdomen, articulated the jaws and clamped the tissue and squeezed the handle twice with no problem. But, at the third time he could not squeeze the handle then pulled the black return knob back. A crack sound was heard the surgeon cut neoveil sheet by scissors and could release the tissue from the device. Additional tissue resection was required due to the issue. Then fired a new device at anus side of the original staple line and the procedure was completed. The surgical time was extended by less than 30 min. Patient status : unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the device partially fired. There was poor staple formation at the distal end of the staple line. The staple line was incomplete centrally. Patient status : unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instrument noted that the tip of the firing rod was bent. Functionally, the instrument was loaded with a loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged instrument firing rod may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.